Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged discrepant results on two patient samples using the cobas® sars-cov-2 & influenza a/b test (scfa) assay for use on the cobas® liat® system. The customer reported that on 22dec2021, the two samples were tested with the cobas® liat® serial number (B)(4), lot 10816u and generated sars-cov-2 negative, influenza a positive, influenza b negative. On (B)(6) 2021, the two samples were retested with another cobas® liat® and both patient samples¿ results were influenza a positive. Subsequently, the two samples were retested with immunochromatography method and the results were influenza a negative. The influenza a positive results were reported to the patient and or/ medical personnel treating the patient. The customer collected nasopharyngeal samples using a copan kit, but no catalog number or media volume was provided to determine whether the kit is on-label. No apparent harm or injury occurred in relation to the event. An investigation was conducted to evaluate the customer¿s allegation. Per the FDA guidance two (2) mdrs will be filed one per run.

Manufacturer narrative:
Data reviewed for the liat serial number 19491 for the two samples showed that , runs (B)(4), as true positive results for influenza a target. No curve abnormalities are noted to indicate a hardware or reagent issue. Further investigation was performed to rule out a product quality issue did not identified any systemic issues and product problem for scfa lot 10816u. The most likely cause for the discrepancies observed could be due to the differences in testing methods between the liat and the immunochromatography assays. Discrepancies can be observed due to differences in testing platforms with both the limit of detection (lod) and the influenza strains being tested. The scfa influenza a lod= 0.02-0.002 tcid50/ml (depending on the strain), as well as a variety of strains being tested. As such, results with one assay may not be reproducible with a different assay. Please check the package inserts for the assays in question to identify these differences. (B)(4).